Event description:
Clotted mitral valve. Pt presented with worsening shortness-of breath. Coughing, and minor hemoptesis. He had not been on anticoagulation therapy since (B)(6) 2008. Echo screening showed mitral valve had one stuck leaflet, therefore emergent re-do mitral valve replacement (mvr) was planned. The valve was found by the surgeon to be "severely clotted". Re-do mvr used another on-x valve (onxm-25). Upon completion, pt was transferred to the ICU in a stable condition, and recovered.

Manufacturer narrative:
The valve was returned to the distributor who submitted it to an independent surgeon, dr (B)(6), for evaluation. Dr (B)(6) found the valve to have thrombus in one of the leaflet hinges. Given his evaluation, and his photographs, we did not have the valve returned. Also, in the operative notes for the re-operation, the surgeon states "...severely clotted prosthesis...". No follow-up report is expected to be required.